Manufacturer narrative:
Initial reporter phone no.: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a connection issue. It was further reported that when the patient connected the bags to the set, "the thread was not perfectly entered¿. During follow up, the patient stated that they experienced difficulty with the connection and the patient noticed "the line was not completely screwed to the connector". This occurred during preparation of peritoneal dialysis therapy; the patient was not connected. New supplies were used to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.